Event description:
It was reported that the lead exhibited no capture and an increase in thresholds and impedances, reaching high levels of impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.